Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited occasional interference in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the corrosion of the contact points on plug unit may have affected its connection to the system causing occasional interference in image component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.